Event description:
The customer reported the kvp is drifting, has poor image quality, and the fluoro timer was not working properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the batteries on the system. The system operates as intended.